Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 39-year-old female patient who had essure (batch no. R1416701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequency urinary, urgency urination, urge incontinence, uterine bleeding, sexually transmitted disease, herpes nos, infertility, cholecystectomy, lump excision, myomectomy, ovarian cystectomy, rotator cuff injury, wisdom teeth removal, allergic reaction to analgesics, malaise, detrusor instability, urine incontinence, fecal incontinence, urinary tract stone, menopause, spinal cord injury, shoulder operation, cesarean section, acute maxillary sinusitis, acne, dermatitis, hearing loss, hyperactive bladder, thoracic outlet syndrome, muscle weakness, adhesion, shoulder arthroscopy, subacromial decompression, cervical discectomy, incomplete bladder emptying and peripheral neuropathy. (B)(6)2015: mammogram dx bilateral,tomo, us breast unilateral: impression: no imaging evidence of malignancy. The patient may return to annual screening mammograms along with continued monthly self-breast the patient was informed of these results and recommendations prior to leaving the department (B)(6)016: breast unilateral ultrasound: impression: benign appearing small solid nodules in the left sub areolar region and the 12:30 position of the right breast. (B)(6)2016: MRI breast bilateral: impression: 1. Bilateral breast ultrasound showed tiny probably benign findings without suspicious MRI correlate. Previously administered products included for to prevent pregnancy: lo-estrin from (B)(6)2013 to (B)(6)2014 and nuvaring from (B)(6)2013 to (B)(6)2013; for an unreported indication: prenatal iron from (B)(6)2012 to (B)(6)2013, estrogen, fluzone, linzess, magnesium, metronidazole, miralax, multiple vitamins, progesterone, sudafed pe, ted, terazole, tylenol, vitamin c, vitamin d3, zithromax, zofran, copper, norco, nystatin, pro omega, probiotic, folic acid, vitamin d2, dhea, cytotec, cefazolin and amoxicillin. Concurrent conditions included allergic rhinitis, post-traumatic stress disorder, sinusitis, rheumatoid arthritis, gravida I, parity 1, cystitis, uti, low back pain, chest burning, burning in throat, night sweats, gerd, overweight, weight gain, headache, bleeding intermenstrual, uterine fibroids, uterine bleeding, sinus infection, sinus congestion, cough, degenerative joint disease, hot flashes, feeling down, loss of energy, vaginal odor, itching, sweating, vulvovaginitis, tendinopathy, endometrial biopsy, vertigo, weight loss, cervical spondylosis, neck pain, premenstrual dysphoric disorder, vitamin d deficiency, occipital neuralgia, sacroiliitis, subacromial decompression, intervertebral disc degeneration, hormonal imbalance, cervical radiculopathy, photophobia, prophylaxis, cubital tunnel syndrome, peripheral neuropathy, bloating, lower abdominal pain, diarrhea, dyspareunia, cervical disc disease, dysuria, nocturia, constipation, offensive vaginal discharge, vaginitis bacterial, shoulder pain, blood dyscrasia, dysfunctional uterine bleeding, pain, irregular menstrual cycle, cervical disc degeneration, fibrocystic breast disease, breast neoplasm benign female, epicondylitis, cervical spinal stenosis, spinal fusion surgery, pain in elbow, numbness, tingling, pain legs and migraine. Family history included diabetes, essential hypertension, lymphoma, prostate cancer, thyroid disorder and ovarian cancer. Concomitant products included alprazolam (xanax) from (B)(6)2015 to (B)(6)2016, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), bupropion, bupropion hydrochloride (wellbutrin) from (B)(6)2015 to (B)(6)2016, cefixime (flexeril), clarithromycin (macrobid) from (B)(6)2014 to (B)(6)2014, cortisone, cyanocobalamin;folic acid (vitamin b12 & folic acid), cyclobenzaprine, diclofenac, doxycycline hyclate from (B)(6)2014 to (B)(6)2015, ethinylestradiol;etonogestrel (nuvaring), fluconazole (diflucan) from (B)(6)2014 to (B)(6)2014, gabapentin from (B)(6)2018 to (B)(6)2018, ketorolac tromethamine (toradol), levonorgestrel (mirena), lidocaine, naproxen, phenazopyridine from (B)(6)2014 to (B)(6)2016, phentermine, steroid antibacterials, sulfamethoxazole;trimethoprim (bactrim ds), testosterone from (B)(6)2014 to (B)(6)2015, topiramate (topamax), valproate semisodium (divalproex) from (B)(6)2016 to(B)(6)2017 and vitamins nos (multivitamin) from (B)(6)2017 to (B)(6)2018. In 2014, the patient experienced libido decreased ("hormonal changes describe: decreased libido"), mood swings ("hormonal changes describe: mood swings"), vulvovaginal dryness ("hormonal changes describe:vaginal dryness"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with botulinum toxin type a (botox), cetirizine hydrochloride (zyrtec), escitalopram oxalate (lexapro), fluticasone, meloxicam, naproxen sodium (aleve), oxycodone hydrochloride;paracetamol (percocet), phosphoric acid sodium;sodium phosphate dibasic (laxapront), promethazine, propranolol, ranitidine hydrochloride (zantac), rizatriptan benzoate (maxalt), theanine, valproate semisodium (depakote), venlafaxine hydrochloride (effexor) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving, the libido decreased, mood swings, vulvovaginal dryness, vaginal haemorrhage, anxiety, depression, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown and the menorrhagia, vulvovaginal mycotic infection, nausea and fatigue had resolved. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, libido decreased, menorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal dryness and vulvovaginal mycotic infection to be related to essure. The reporter commented: number of coils on left side 1. Lot number r1416701. Number of coils on right side 1. Lot number r1416701. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure device was successfully occluded. Total bilateral occlusion.. Pregnancy test urine - on (B)(6)2014: negative.. Ultrasound scan vagina - on (B)(6)2015: normal pelvic scan bilateral essure seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, decreased libido, vaginal dryness, depression, pelvic pain, nausea, anxiety, vaginal haemorrhage, dysmenorrhea, mood swings, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 39-year-old female patient who had essure (batch no. R1416701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequency urinary, urgency urination, urge incontinence, uterine bleeding, sexually transmitted disease, herpes nos, infertility, cholecystectomy, lump excision, myomectomy, ovarian cystectomy, rotator cuff injury, wisdom teeth removal, allergic reaction to analgesics, malaise, detrusor instability, urine incontinence, fecal incontinence, urinary tract stone, menopause, spinal cord injury, shoulder operation, cesarean section, acute maxillary sinusitis, acne, dermatitis, hearing loss, hyperactive bladder, thoracic outlet syndrome, muscle weakness, adhesion, shoulder arthroscopy, subacromial decompression, cervical discectomy, incomplete bladder emptying and peripheral neuropathy. (B)(6) 2015: mammogram dx bilateral,tomo, us breast unilateral: impression: no imaging evidence of malignancy. The patient may return to annual screening mammograms along with continued monthly self-breast the patient was informed of these results and recommendations prior to leaving the department (B)(6) "2016": breast unilateral ultrasound: impression: benign appearing small solid nodules in the left sub areolar region and the 12:30 position of the right breast. (B)(6) 2016: MRI breast bilateral: impression: 1. Bilateral breast ultrasound showed tiny probably benign findings without suspicious MRI correlate. Previously administered products included for to prevent pregnancy: lo-estrin from (B)(6) 2013 to (B)(6) 2014 and nuvaring from (B)(6) 2013; for an unreported indication: prenatal iron from (B)(6) 2012 (B)(6) 2013, estrogen, fluzone, linzess, magnesium, metronidazole, miralax, multiple vitamins, progesterone, sudafed pe, ted, terazole, tylenol, vitamin c, vitamin d3, zithromax, zofran, copper, norco, nystatin, pro omega, probiotic, folic acid, vitamin d2, dhea, cytotec, cefazolin and amoxicillin. Concurrent conditions included allergic rhinitis, post-traumatic stress disorder, sinusitis, rheumatoid arthritis, gravida I, parity 1, cystitis, uti, low back pain, chest burning, burning in throat, night sweats, gerd, overweight, weight gain, headache, bleeding intermenstrual, uterine fibroids, uterine bleeding, sinus infection, sinus congestion, cough, degenerative joint disease, hot flashes, feeling down, loss of energy, vaginal odor, itching, sweating, vulvovaginitis, tendinopathy, endometrial biopsy, vertigo, weight loss, cervical spondylosis, neck pain, premenstrual dysphoric disorder, vitamin d deficiency, occipital neuralgia, sacroiliitis, subacromial decompression, intervertebral disc degeneration, hormonal imbalance, cervical radiculopathy, photophobia, prophylaxis, cubital tunnel syndrome, peripheral neuropathy, bloating, lower abdominal pain, diarrhea, dyspareunia, cervical disc disease, dysuria, nocturia, constipation, offensive vaginal discharge, vaginitis bacterial, shoulder pain, blood dyscrasia, dysfunctional uterine bleeding, pain, irregular menstrual cycle, cervical disc degeneration, fibrocystic breast disease, breast neoplasm benign female, epicondylitis, cervical spinal stenosis, spinal fusion surgery, pain in elbow, numbness, tingling, pain legs and migraine. Family history included diabetes, essential hypertension, lymphoma, prostate cancer, thyroid disorder and ovarian cancer. Concomitant products included alprazolam (xanax) from (B)(6) 2015 to (B)(6)2016, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), bupropion, bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, cefixime (flexeril), clarithromycin (macrobid) from (B)(6) 2014 to (B)(6) 2014, cortisone, cyanocobalamin;folic acid (vitamin b12 & folic acid), cyclobenzaprine, diclofenac, doxycycline hyclate from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;etonogestrel (nuvaring), fluconazole (diflucan) from (B)(6) 2014, gabapentin from (B)(6) 2018, ketorolac tromethamine (toradol), levonorgestrel (mirena), lidocaine, naproxen, phenazopyridine from (B)(6) 2014 to (B)(6) 2016, phentermine, steroid antibacterials, sulfamethoxazole;trimethoprim (bactrim ds), testosterone from (B)(6) 2014 to (B)(6) 2015, topiramate (topamax), valproate semisodium (divalproex) from (B)(6) 2016 to (B)(6) 2017 and vitamins nos (multivitamin) from (B)(6) 2017 to (B)(6) 2018. In 2014, the patient experienced libido decreased ("hormonal changes describe: decreased libido"), mood swings ("hormonal changes describe: mood swings"), vulvovaginal dryness ("hormonal changes describe:vaginal dryness"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with botulinum toxin type a (botox), cetirizine hydrochloride (zyrtec), escitalopram oxalate (lexapro), fluticasone propionate (flonase), meloxicam, naproxen sodium (aleve), oxycodone hydrochloride;paracetamol (percocet), phosphoric acid sodium;sodium phosphate dibasic (laxapront), promethazine, propranolol, ranitidine hydrochloride (zantac), rizatriptan benzoate (maxalt), theanine, valproate semisodium (depakote), venlafaxine hydrochloride (effexor) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vulvovaginal mycotic infection, nausea, dysmenorrhoea, fatigue and abdominal pain had resolved and the libido decreased, mood swings, vulvovaginal dryness, vaginal haemorrhage, anxiety, depression, bladder disorder, urinary tract disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, libido decreased, menorrhagia, mood swings, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, vulvovaginal dryness and vulvovaginal mycotic infection to be related to essure. The reporter commented: number of coils on left side 1. Lot number r1416701. Number of coils on right side 1. Lot number r1416701. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2014: negative.. Ultrasound scan vagina - on (B)(6) 2015: normal pelvic scan bilateral essure seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, decreased libido, vaginal dryness, depression, pelvic pain, nausea, anxiety, vaginal haemorrhage, dysmenorrhea, mood swings, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: abdominal pain, gen. Abnormal. Bleed,psych injury. Event outcome were updated : pain, bleeding, bladder/urinary. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6)-year-old female patient who had essure (batch no. R1416701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequency urinary, urgency urination, urge incontinence, uterine bleeding, sexually transmitted disease, (B)(6) nos, infertility, cholecystectomy, lumpectomy, myomectomy, ovarian cystectomy, rotator cuff injury, wisdom teeth removal, allergic reaction to analgesics, malaise, detrusor instability, urine incontinence, fecal incontinence, urinary tract stone, menopause, spinal cord injury, shoulder operation, cesarean section, acute maxillary sinusitis, acne, dermatitis, hearing loss, hyperactivity, thoracic outlet syndrome, muscle weakness, adhesion, shoulder arthroscopy, subacromial decompression, cervical discectomy, incomplete bladder emptying and peripheral neuropathy. On (B)(6) 2015: mammogram dx bilateral,tomo, us breast unilateral: impression: no imaging evidence of malignancy. The patient may return to annual screening mammograms along with continued monthly self-breast the patient was informed of these results and recommendations prior to leaving the department. On (B)(6) 2016: breast unilateral ultrasound: impression: benign appearing small solid nodules in the left sub areolar region and the 12:30 position of the right breast. On (B)(6) 2016: MRI breast bilateral: impression: bilateral breast ultrasound showed tiny probably benign findings without suspicious MRI correlate. Previously administered products included for to prevent pregnancy: lo-estrin from (B)(6) 2013 to (B)(6) 2014 and nuvaring from (B)(6) 2013 to (B)(6) 2013; for an unreported indication: prenatal iron from (B)(6) 2012 to (B)(6) 2013, dhea, estrogen, fluzone, linzess, magnesium, metronidazole, miralax, multiple vitamins, progesterone, ted, terazole, tylenol, vitamin c, vitamin d3, zithromax, zofran, copper, norco, nystatin, pro omega, probiotic, folic acid, vitamin d2, cytotec, cefazolin, amoxicillin and sudafed pe. Concurrent conditions included allergic rhinitis, post-traumatic stress disorder, sinusitis, rheumatoid arthritis, gravida I, parity 1, cystitis, uti, low back pain, chest burning, burning in throat, night sweats, gerd, overweight, weight gain, headache, bleeding intermenstrual, uterine fibroids, uterine bleeding, sinus infection, sinus congestion, cough, degenerative joint disease, hot flashes, feeling down, loss of energy, vaginal odor, itching, sweating, vulvovaginitis, tendinopathy, endometrial biopsy, vertigo, weight loss, cervical spondylosis, neck pain, premenstrual dysphoric disorder, vitamin d deficiency, occipital neuralgia, sacroiliitis, subacromial decompression, intervertebral disc degeneration, hormonal imbalance, cervical radiculopathy, photophobia, prophylaxis, cubital tunnel syndrome, peripheral neuropathy, bloating, lower abdominal pain, diarrhea, dyspareunia, cervical disc disease, dysuria, nocturia, constipation, vaginal discharge, vaginitis bacterial, shoulder pain, blood dyscrasia, dysfunctional uterine bleeding, pain, irregular menstrual cycle, cervical disc degeneration, fibrocystic breast disease, breast nodule, epicondylitis, cervical spinal stenosis, fusion cervical spine, pain in elbow, numbness, tingling, pain legs and migraine. Family history included diabetes, essential hypertension, lymphoma, prostate cancer, thyroid disorder and ovarian cancer. Concomitant products included alprazolam (xanax) from (B)(6) 2015 to (B)(6) 2016, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), bupropion, bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, cefixime (flexeril), clarithromycin (macrobid) from (B)(6) 2014 to (B)(6) 2014, cortisone, cyanocobalamin;folic acid (vitamin b12 & folic acid), cyclobenzaprine, diclofenac, doxycycline hyclate from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;etonogestrel (nuvaring), fluconazole (diflucan) from (B)(6) 2014 to (B)(6) 2014, gabapentin from (B)(6) 2018 to (B)(6) 2018, ketorolac tromethamine (toradol), levonorgestrel (mirena), lidocaine, naproxen, phenazopyridine from (B)(6) 2014 to (B)(6) 2016, phentermine, steroid antibacterials, sulfamethoxazole;trimethoprim (bactrim ds), testosterone from (B)(6) 2014 to (B)(6) 2015, topiramate (topamax), valproate semisodium (divalproex) from (B)(6) 2016 to (B)(6) 2017 and vitamins nos (multivitamin) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced libido decreased ("hormonal changes describe: decreased libido"), mood swings ("hormonal changes describe: mood swings"), vulvovaginal dryness ("hormonal changes describe:vaginal dryness"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with botulinum toxin type a (botox), cetirizine hydrochloride (zyrtec), escitalopram oxalate (lexapro), fluticasone, meloxicam, naproxen sodium (aleve), oxycodone hydrochloride;paracetamol (percocet), phosphoric acid sodium;sodium phosphate dibasic (laxapront), promethazine, propranolol, ranitidine hydrochloride (zantac), rizatriptan benzoate (maxalt), theanine, valproate semisodium (depakote), venlafaxine hydrochloride (effexor) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the libido decreased, mood swings, vulvovaginal dryness, vaginal haemorrhage, anxiety, depression, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown and the menorrhagia, vaginal infection, nausea and fatigue had resolved. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, libido decreased, menorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal dryness to be related to essure. The reporter commented: number of coils on left side 1. Lot number r1416701. Number of coils on right side 1. Lot number r1416701. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan vagina - on (B)(6) 2015: normal pelvic scan. Bilateral essure seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, decreased libido, vaginal dryness, depression, pelvic pain, nausea, anxiety, vaginal haemorrhage, dysmenorrhea, mood swings, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr was received: case become incident. Lot number added. Events: decreased libido, mood swings, vaginal dryness, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: vaginal, anxiety, depression, nausea, dysmenorrhea (cramping), bladder disorder, urinary tract disorder, fatigue, migraines were added. Outcome change for pelvic pain updated to recovering / resolving. New reporters information, patient demographics, medical history, lab data, concomitant and historical drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.